Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 1627487-2022-02639. It was reported that the one of the patient's leads became exposed at the incision site. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the entire system was explanted to address the issue. It is unknown which lead became exposed; therefore, both leads will be reported.